Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating event date.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in damaged condition with cracked housing. Unable to download event history log. During investigation the device was powered up and displayed alarm ec1260 which is a corruption of the memory of the circuit board. The reported allegation was confirmed. According to the investigation report, service replaced the circuit board. DHR review was preformed and no problems or issues were identified during the DHR review. The root cause of the reported issue is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "error code and was unable to program". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.